Manufacturer narrative:
The samples received were visually inspected and no anomalies were found. The samples were measured dimensionally and were found to be within our current specifications. Our mfg process was reviewed and no anomalies were found related with the issue reported. Since the square stick sponge was found to be within our current spec, we are unable to determine the root cause of the reported issue.

Event description:
A vaginal prep was being performed and when the prep stick was inserted it lacerated the petient.